Event description:
The AED can¿t connect to saver evo. There was no patient involved in this event

Manufacturer narrative:
The fault was confirmed by heartsine technologies ltd and determined to be a failed component u31 which is responsible for handling communication during usb connection. The failure of the u31 did not prevent the device from delivering shock therapy, as demonstrated during the investigation.

Event description:
The AED can¿t connect to saver evo. There was no patient involved in this event.